Manufacturer narrative:
Roche received complaints from customers reporting the generation of false mutation detected results for the exon 20 insertion (ex20ins) mutation when using the cobas® egfr mutation test v2. During in-house testing using customer-provided ffpet samples, an ex20ins false mutation detected result was reproduced for one out of 8 ffpet samples, which was processed following the validated sample preparation method from the instructions for use. Although the majority of cases reported were from users using ffpet samples, the generation of false mutation detected ex20ins results with plasma specimens was reported in one case. A false mutation detected ex20ins result could lead to harm under specific scenarios. Consignees will be notified of the issue with instruction to follow the instructions for use for sample input requirements. Additionally, if an ex20ins mutation detected result is generated with the cobas® egfr mutation test v2, customers must confirm the result with another method (e.g., sequencing or other pcr-based tests). (B)(6). (B)(4).

Event description:
A customer from (B)(6) alleged discrepant ex20ins results for patient samples when using cobas® egfr mutation kit (lot f30259 and g18263). The customer was concerned with the increase in positivity rate for exon 20 insertion with cobas® egfr mutation kit v2. Three patient samples (ffpe) generated positive results for ex20ins with the cobas® egfr mutation kit, while analysis with next generation sequencing (ngs) generated negative results. A 4th sample generated a positive result for ex20ins in the initial test using the cobas® egfr mutation kit. Retest of a newly extracted sample with the same test generated a negative result for ex20ins. Typically, the customer uses 1-4 slides (5 um thick) of starting material. Per the cobas® egfr mutation test v2, instructions for use, one slide (5 um thickness) should be used in purification. The customer used qiagen generead ffpe extraction kit for dna isolation, instead of cobas® dna sample prep kit (m/n 05985536190) which is validated for the cobas® egfr mutation test v2. Per the product¿s instructions for use, reliable results are dependent on adequate specimen fixation, transport, storage and processing. No harm or injury was indicated. Two mdrs will be filed, one for each alleged kit lot.